Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that an intra-op infection was found during a replacement of a pump. The existing pump and catheter were explanted. It was later reported that they found the infection in the operating room while attempting a routine pump replacement. The surgery took place on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.